Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that a "check ac power supply" alarm occurred on a ventilator. The patient provided that the device was only able to be started when using the battery. A replacement device was provided to the patient. No serious harm, injury, or intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that a "check ac power supply" alarm occurred on a ventilator. The patient provided that the device was only able to be started when using the battery. A replacement device was provided to the patient. No serious harm, injury, or intervention was reported. The device was returned to the manufacturer's service center for further investigation. The occurrence of check ac power alarm was confirmed. It was determined that a malfunction of the ac power connector had occurred. There was no damage to conducting wires and no danger to users. The power supple was replaced to resolve the issue.